Event description:
It was reported to manufacturer by facility, resident slid out of left side of bed, (resident left side was paralyzed) and was found sitting on floor withback resting against mattress and chin turned upward, lodged by end of side rail curved. Resident had a history of stroke, paralyzing to left side, heart attack, seizures, family would not agree to an autopsy to confirm death by relevant medical history or asphyxia by extrapment.